Event description:
Unit stops ventilating.

Manufacturer narrative:
Field service replace the mother pcb and corrected the problem. Lab testing: the volume control edge connector on the pcb is broken. Unable to perform bench test, due to damage on the pcb. Cause of failure can not be determined. H-4 product damaged to the point that it could not be tested.